Event description:
It was reported that the user experienced a hypoglycemic event after receiving a low glucose alert overnight, was given two glucose tablets, did not eat breakfast despite an announcement, and was later found unresponsive, with an initial glucose value in the upper 60s earlier that morning. Symptoms included unresponsiveness consistent with severe hypoglycemia. Outcomes included the need for medical evaluation at a healthcare facility. Investigation included customer interview and case documentation review. Investigation of this case revealed user management factors around meal intake and response to alerts preceding the event. It was concluded that, based on previously established findings for similar reports, the cause of hypoglycemia was unclear and could not be linked to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.